Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 12.5 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The analysis showed multiple signs of wear and tear along the fragments. Especially the damages at the lead that were mentioned in the complaint text could be found at 11.5 cm and 9 cm proximal of the tip electrode. Blood had entered the lead in this area. The damages are with high probability the cause of the inadequate shocks.the observed damage manifestation leads to the assumption of friction against a partner lead. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. In addition, tissue residue was found at the shock coils, mainly at the rv shock coil. There were deformations of the shock coils that were probably caused during the extraction of the lead. A conduction fracture of the rope conductor to the ring electrode could also be detected. The characteristics of the damage manifestation also suggests tensile forces during the extraction process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - approximately 80 months after implant, inappropriate shocks were delivered. This lead was explanted and during the procedure insulation damage was seen.